Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken connector on the interface board. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump had a blank display and a crack around the frame of the device. No further information was provided.